Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was implanted with a 8mm x 10cm gore® viabahn® endoprosthesis with heparin bioactive surface(viabahn device) as the chimney of left iliac artery to treat abdominal aortic aneurysm. After the viabahn device was expanded, the physician removed the delivery system out of patient as normal. It was found the distal shaft was separated from delivery system. By imaging examination, foreign body was noted in the patient. The physician tried to use snare to retrieve the foreign matter and failed. During the attempts, branch of posterior trunk of internal iliac artery was ruptured. The ruptured vessel was coiled. The foreign body was in lateral left hip (3 cm below the skin) and removed out of patient by open surgery. Comparing with normal 8mm x 10cm viabahn device, it was found the foreign body was the broken distal shaft. After removing the distal shaft, the original procedure was successfully completed. The overall procedure was extended by 2-3 hours.

Manufacturer narrative:
H6: code 213 a review of the manufacturing records indicated the device met pre-release specifications. This investigation of the returned device finds evidence supporting the reported transition bond separation. The complaint is confirmed based on the complaint description and returned product evaluation, and the cause of the transition bond separation could not be confirmed.